Manufacturer narrative:
As of today, this device has not been returned and it is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the reason that this pacemaker could not be interrogated was that it had been explanted and replaced with a non-boston scientific product. The date of explant was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient was admitted into the emergency room after experiencing a loss of consciousness. The field representative was called to the hospital and attempts to interrogate the device were not successful. Boston scientific technical services (ts) was contacted and a ts consultant discussed that the device had been implanted beyond the nominal longevity of 5.8 years and could be past end of life (eol). The ts consultant discussed applying a magnet to see if there is a response. No additional adverse patient effects were reported.